Manufacturer narrative:
An analysis was performed and the results are as follows: the ams800 occlusive cuff was visually inspected and functionally tested. No leak was found. The cuff performed within specifications.

Event description:
It was reported that the patient's artificial urinary sphincter was removed due to urethral erosion. The device had extruded through. A new cuff was placed eight months later. This complaint was initially submitted to FDA via asr report q4 2016 and additional information was received by boston scientific. Due to the removal of exemption e1997037, this information is provided via supplemental report.